Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushhead keeps coming off in mouth [device breakage] no adverse event. Case description: a consumer reported that while using an oral-b vitality series toothbrush the oral-b brushheads, version unk keep coming off in the mouth. No symptoms developed.